Event description:
It was reported that a 54-year-old caucasian female who underwent a breast augmentation primary with a mentor memorygel, 425cc on the left, and 450cc on the right-side silicone breast implant experienced patient dissatisfaction with the outcome post procedure. The patient is having size change. As a result, patient underwent bilateral replacements with non-mentor implants on (B)(6) 2023. This report relates to the right prosthesis.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: patient dissatisfaction with the outcome h6 health effect - clinical code e2402: patient dissatisfaction with the outcome mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Suspect device received on july 27, 2023. Device evaluation completed on aug 02 , 2023: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During visual evaluation no apparent damage or visual anomalies were observed on the smooth hpg, 450cc returned device. It should be noted that as part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Since no malfunction was observed during the investigation, CAPA activity was not required. Manufacturer¿s reference number: (B)(4).